Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('2 pregnancies reported in roughly 150,000 patients with microinsert hysteroscopic sterilization') in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure (ess205) inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pregnancy with contraceptive device and device ineffective. Amendment: the report was amended for the following reason: this case was deleted from bayer database as it was considered that this information ¿2 pregnancies reported in roughly 150,000 patients¿ could be a part of essure leaflet, therefore, a scientific data from the product. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('2 pregnancies reported in roughly 150,000 patients with microinsert hysteroscopic sterilization') in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pregnancy with contraceptive device and device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.